Event description:
The customer reported that during an excision and grafting procedure on an "existing burned area" of the body, the patient allegedly sustained a third degree burn to her ring finger and thumb that required surgical intervention. As reported, during the procedure smoke was observed coming from the bovie under patient's hand. The user facility was not sure how the hand-trol electrosurgical pencil was activated, but assumed the patient's hand was accidentally placed on top of the pencil after activation, or if the physician had leaned against the pencil and inadvertently activated it. Treatment of the reported burn included the following: sutured closed, medicated, and dressed the burn areas. Reportedly, the patient was already admitted and having surgery to another burned area of her body. Follow-up with the user facility learned that the scheduled procedure was completed as intended with the use of the hand-trol electrosurgical pencil and that the used device was discarded after the surgery. The patient was discharged as per routine procedure for this type of procedure and is considered outpatient status at this time. To date, there has been no additional information received regarding the patient latest condition or any indication that a long term adverse effect has occurred to the burn areas on the patient's hand.

Manufacturer narrative:
As reported, the electrosurgical pencil was used to complete the surgery and discarded. The device therefore will not be returned to conmed for evaluation. Without the involved device, an evaluation therefore could not be performed. A review of the device lot history record also could not be performed, as the lot number was not provided by the end user. In this instance, the exact cause of this reported incident therefore could not be determined. However, based on available information, it is believed that the most probable cause of this reported burn was due to use error related to mishandling of the device during use. A two (2) year review of complaint history for the hand-trol electrosurgical pencil device family, there is a total of four (4) other complaints for patient burn including this one. During this same two year time frame, over 435,853 units were sold worldwide, making the occurrence rate for this reported failure mode 0.0009 percent. The hand-trol electrosurgical pencil is a single use, sterile electrosurgical handpiece designed to be used as an accessory in conjunction with those electrosurgical units and electrodes with which they are known to be compatible. These electrosurgical pencils are used for the controlled destruction of human tissue (coagulation and cutting) in surgical procedures to provide a therapeutic benefit. To reduce the risk of patient injury the IFU, instructions for use, provides these additional warnings: these devices should never be used when: in the presence of flammable gases flammable prep solutions or drapes, oxidizing gases such as nitrous oxide or in oxygen rich environments. Verify that the electrode is fully and securely seated in the handpiece before use. (If the electrode is not fully seated, arcing can occur). Use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. To avoid burns, never allow cable associated with this device to be in contact with skin of patient or touching operator. Always place unused electrosurgical accessories in a safe insulated location such as a holster when not in use. Device never returned to conmed.